Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet sleep/wake button was unresponsive and the device would only turn on when placed on the charger; the user was guided to restart the device and to clean the button with an alcohol wipe, and troubleshooting and education were completed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem affecting the switch/relay consistent with a key or button not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.